Manufacturer narrative:
H3 other text : device not yet returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to a rep dreamstation auto CPAP device. The patient alleges respiratory tract infection, dizziness and/or headache, asthma (new or worsening) and inflammatory response. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.